Manufacturer narrative:
The reported event of high impedance was confirmed. Analysis of the return lead found a broken wire at the stimulation end. The broken wire would have caused the reported event observed in the field. The broken wire was consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the physician attempted to connect the leads to the ipg after a pocket relocation procedure when one of the leads showed high impedance on contact 2. As a result, the lead was explanted and replaced to address the issue. During the same surgery an ipg pocket revision reported is being documented in related manufacturer report number: 3006705815-2020-02247.